Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was implanted in the morning. It was difficult to determine landing zone measurements; 60' 1.8", 91' 1.6", 120' 2.1". The sizing of the device was determined via 3mensio, which showed os min 18.7 max 33.6. Lz min 17.6 max 23.2. Toe imaging was used during procedure. The shape of the amulet showed compression and the lobe sat under a trabeculae on the posterior side; no leak was seen. The close criteria was met and the device was stable on a 20 second tug test. No rhythm changes were observed during implant. No implant difficulties were reported. The patient was stable post implant and recovered uneventfully. On the same day, at 1800, routine transthoracic echocardiogram (tte) was performed and showed that the amulet had moved and the inferior pole/shoulder was sitting proud on tte. The cause of the movement is unknown. The left atrial (la) pressure was 8mmhg after ts puncture. Pressure was optimized with filling 500mls n/saline. There was risk of embolization and the case was discussed between implanting physician and cardiac surgeon. The patient was electively taken for removal of the amulet device and oversewing of the left atrial appendage. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant of amulet device due to embolization was reported. Information from field indicated that the sizing of the device was determined via 3mensio and toe imaging was used during procedure. No implant difficulties were reported. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.